Event description:
Additional information was received indicating the patient experienced discomfort and the lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, an increased threshold and high pacing impedance was observed on the right ventricular (rv) lead. A micro-dislogement was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.